Manufacturer narrative:
The device history records, trend and risk analysis were reviewed and considered acceptable with the product performing within anticipated rates. Based on all available information, no causal factors can be determined and no conclusion can be drawn. The investigation is complete.

Manufacturer narrative:
Product is not available to return for evaluation. Review of manufacturing and sterilization records, trend analysis, risk assessment, and directions for use is underway. The investigation is ongoing.

Event description:
A user facility in france reported that the interaction between the handpiece and the sleeve resulted in the incision being burnt, sutures were required. The patient recovered well, with no effect on visual acuity.